Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was degenerative disc disease/herniated disc pain and non-malignant pain. The patient was calling concerned about their external equipment. During the call, the patient was unclear but described not being able to see the count down for their next bolus. The agent reviewed app functionality and to refresh the connection to the pump/ptm (personal therapy manager) to update information displayed if circle is blank. The patient stated it takes almost 2 minutes for the handset to connect to the pump to deliver a bolus. The patient stated this has been happening for a while and they didn't want to bother medtronic about it, but it just got to the point where it was taking so long to connect. The patient mentioned they had done clear data before, but that didn't seem to help with this particular problem. The agent walked patient through how to clear the data and patient was able to connect right away. The troubleshooting steps that were taken on the call resolved the issue. The agent recommended the patient to monitor and call back if further assistance is needed.